Event description:
It was reported that pt underwent revision left hip arthoplasty utilizing custom prosthesis in 2004. Pt dislocated hip when reaching for shoelace and returned to surgery 2 months later. Constrained modular head component found disassociated from liner.